Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump kept beeping and gave no alert or alarm messages. The customer's blood glucose level was 225 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio alarms, audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing. No pump error 63 alarms were found in the downloaded history files.